Event description:
Additional information received indicated that no leak in the device was observed and the source of the air was unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the clip delivery system (cds) had been discarded. There was no reported device malfunction associated with the cds. The reported patient effects of air embolism, hypotension, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, the air embolism likely resulted in the drop in the patient blood pressure; subsequently the drop in blood pressure likely affected the patients implanted pacemaker, causing the loss of st elevation and heart failure. Therefore, the drop in blood pressure and the heart failure were likely related to procedural conditions associated with the air embolism. Although a conclusive cause for the reported air embolism and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record revealed no noncomformances. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that in this incident there is no evidence of device deficiency or malfunction resulting in the right coronary air embolism that caused the hemodynamic instability. Given the right coronary ostia is at the aortic valve it is more likely that another adjunct catheter contributed to the air entry resulting in the hemodynamic instability.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains implanted on the mitral valve leaflets and the clip delivery system had been discarded post procedure. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed as an air embolism was observed in the right coronary artery as the clip delivery system (cds) was in the right ventricle. It was reported that during a mitraclip procedure, after the cds was uneventfully de-aired during device preparation, the cds passed all functional inspection. The cds was advanced into the left ventricle and after approximately 14 grasping attempts, the clip was placed on the a2/p2 segment of the mitral valve. The flush rate was increased prior to the gripper line removability test. Bubbles were visualized on transesophageal echocardiogram; the echocardiographer suspected air. There was no air visible in the IV fluid bag or no concern that there was a leak at the cds hemostatic valve. The patient's blood pressure dropped and the right ventricle showed no motion via transesophageal echocardiogram image. Air embolism was suspected in the right coronary artery. The clip was deployed and the cds was removed from the anatomy. Adrenaline was administered and the blood pressure normalized. A second clip was implanted uneventfully. The patient was extubated in the operating room and was hemodynamically stable and was transferred to the intensive care unit. The degenerative mitral regurgitation grade was reduced from 4 to 2 with the implantation of two clips. No additional information was provided.